Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they could not bring the blood glucose down with the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that they changed the sets and insulin several times. The customer stated that they gave separate boluses but the blood glucose would not go down. The customer stated that they gave manual injection to bring down the blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No excessive no delivery alarm noted. The test meter communicates properly to pump. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.